Manufacturer narrative:
Device received with cracked reservoir tube lip noted. Device passed displacement test. The test reservoir was able to lock in place. After installing the battery tester the device shows low power battery sign and no key function due to connector voltage leak on interface board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic chips off when changing the reservoir. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump rejects new batteries. The insulin pump will not be returned for analysis.